Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high thresholds, and a procedure was performed to re-position the ra lead. During the procedure, the physician was unable to get the ra lead in a good position, and then the right ventricular (rv) lead also became dislodged. The physician chose to remove the entire system due to length of the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of atrial capture on the current electrogram. Reprogramming was performed, and lead replacement was discussed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had dislodged.